Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced low blood glucose level. Blood glucose level of the customer was 52 mg/dl. The customer was treated with the glucose tablets. The customer was assisted with the troubleshooting for low blood glucose level. It was stated that the insulin pump was in auto mode during the low blood glucose level incident. The insulin pump will not be returned for the analysis.